Event description:
Per the clinic, the device was explanted on (B)(6) 2013 due to infection. Reimplantation is planned but had not taken place at the time of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed october 28, 2013.